Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 138 hours of extended testing at the customer¿s settings. The device failed t.s final test for a slight non-conformance with measured vti at tidal volume and flow test 4. Measured vti was 218.26, expected is 225.0 - 275.0. This slight non-conformance would not result in a failure to ventilate properly. Review of the event trace revealed several ¿tbn estp¿ conditions. The event trace cannot determine the root cause of ¿tbn estp¿ conditions. As a pre-caution, the service technician replaced the turbine. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 auto cycled and shut down without warning while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.